Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a poor connection of the gray cable. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii video system center only display color bars. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to an olympus sales representative to troubleshoot the device. The rep confirmed that the issue occurred with three scopes. The rep instructed the customer to unplug the big grey connector on the unit and plug it back in. Afterwards, image was obtained. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.